Event description:
It was reported that the right atrial lead had high impedance and oversensing which caused a polarity switch. The lead was fractured. The lead was capped and replaced. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A addr01 implantable pulse generator, (B)(6) 2010. (B)(4).